Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: hi (greater than 450 mg/dl) and 160 mg/dl. Caller states that the reading of hi was obtained on an IV port draw, and that there "was an issue with the IV port draw." The test was repeated and reading of 160 mg/dl was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.